Event description:
Pt complaining of multiple noise alarms. Belt was replaced. A download of info from pt's device shows nearly 4 hours of noise in 2002. Pt's wear time was reduced to approx. 15 hours on the next day and again on the following day.